Event description:
It was reported that the implantable pulse generator (ipg) system had a sensing problem. Noise was exhibited on both right ventricular (rv) and right atrial (ra) leads that could not be reproduced through diagnostic testing and troubleshooting. The device and both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.